Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that surgery had been performed on (B)(6) 2018, the patient experienced an acquired left knee instability. This adverse event was solved by a revision surgery in which the poly was exchanged on (B)(6) 2020. The outcome of the patient has been resolved.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 15 months post uni-knee replacement a poly exchange/revision was performed due to ¿an acquired left knee instability ae(#1). Responses to the requests for clinical documentation/information have not been received as of the date of this medical investigation. Reportedly, the adverse event (#1) has been resolved. Without the requested documentation, further clinical root cause analysis cannot be performed. The patient impact beyond the reported acquired left knee instability with subsequent poly revision and the expected hospital course cannot be determined; however, the outcome was reported as ¿resolved¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that loosening, dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg and looseness of components have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.